Event description:
It was reported the atrial lead impedance had increased. In unipolar it measured 9000 ohms. Intermittent capture, possible oversensing and a lead fracture were also reported. Upon follow-up, the hcp indicated the patient is asymptomatic and the lead is scheduled for replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.